Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va1pm2t, implanted: (B)(6) 2018, product type: lead; other relevant device(s) are: product ID 3889-28, serial/lot #: (B)(4), ubd: 07-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had trouble with their wire. The patient also stated that they were experiencing a sharp pain. No further complications were reported or anticipated. Indications for use are gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1pm2t, implanted: (B)(6) 2018, product type: lead. (B)(4) pertain to product ID: 3889-28, lot# va1pm2t, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had left foot pain, sharp like nerve pain, and was worried the wire had moved. It was noted that it was shooting pain to the left foot, 5-10 minutes, lasting approximately 2 minutes, and started 1pm and continued through 11pm on (B)(6) 2018. The patient was advised to go to the emergency room (ER), but decided to wait overnight until monday when they could contact their doctor. It was noted that the pain went away without any treatment or change in the lead wire; the patient did not see their doctor because it resolved on its own. No further complications were reported/anticipated.